Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. It was noted an anterior flail was present. An ntw clip was deployed on the mitral valve, reducing mr to a grade of 2. In an attempt to further reduce mr, an nt clip was inserted. However, the leaflets could not be captured as the clip slipped off the anterior leaflet multiple times. The physician then suspected the anterior leaflet was too frail and a small tear occurred. Therefore, the clip was removed and the procedure was discontinued. The post procedure mr was 2+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints identified no similar complaints reported from this lot. Based on available information, the reported positioning failure appears to be due to challenging patient anatomy. The reported tissue injury appears to be a cascading event of the positioning failure. Additionally, tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.